Manufacturer narrative:
Additional data: the reporter indicated the lens was explanted on (B)(6) 2018. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -3.0/+3.5/154 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2018. The lens was explanted due to lens rotation not associated to a low vault. The lens was exchanged for a same model but different diopter lens and the problem was resolved.